Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 implantable pacing lead 2006 (B)(6); 5071-53 implantable pacing lead 2006 (B)(6); 5071-35 implantable pacing lead 2006 (B)(6); 5866-38m adaptor 2014 (B)(6). (B)(4).

Event description:
It was reported by the patient that they had to go back in to the hospital due to the bleeding at their replacement site. Follow-up information was received from the clinic indicating that the patient had a large hematoma in the left subclavian region a few days after the replacement procedure and went back to surgery to have it evacuated. The device remains in use. No further patient complications have been reported as a result of this event.